Event description:
Alarm failure when disconnected from patient, no sign on screen. After use, alarm sounds when connected to charger. Suspect "volume" calibration problem, very small volume with patient yesterday, today when checked with another vent, seems ok. Still weaker than the other vent. Doesn't alarm when oxygen is disconnected.